Event description:
It has been reported to cardiac science that during ongoing a-bls and defibrillation, the defibrillator stopped working. The indicator went red. Battery was replaced and the defibrillator worked normally again. No warning was registered before the defibrillator turned off. Six to seven shocks were provided during the incident.

Manufacturer narrative:
The rescue file, suspect device and/or battery have not been returned to the cardiac science corp. Manufacturing facility, once the product/more information is available, an investigation will be conducted and the results will be provided in the follow-up reports.